Event description:
It was reported that the right ventricular (rv) lead had a rising impedance and threshold. The lead was being replaced and just before the lead was disconnected from the implantable pulse generator (ipg) the lead impedance measured >9999 ohms. When measured through the analyzer the lead parameters were within normal range. It is unknown if the high impedance and high threshold is a lead or device issue. The device was explanted and replaced and the rv lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the u.s. Where a similar model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the device was returned and analyzed. Analysis was performed and no anomalies were found. (B)(4).